Event description:
It was reported that during the post implant procedure check, the left ventricular lead was found to be dislodged. X-ray imaging was used to confirm the dislodgement. The lead was then explanted and replaced successfully. The patient was seen again for a follow up and was doing fine.

Manufacturer narrative:
The complete lead was returned in one piece and was found to be within specifications. Analysis was normal. No anomalies were found.